Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter separated from the hub resulting in the cannula remaining in the patient's arm. Using an echodoppler the cannula could be visualized and remained inside the patient's arm (due to privacy the echodoppler report was not provided). There was no report of exposure.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no. Investigation summary: received 32 unused representative iag/bc 20ga units in sealed packages and one used catheter/adapter attached to an extension set with an attached stopcock. Visual/microscopic evaluation: unused units: no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Catheter/adapter assembly: no mechanical/physical damage to the adapter or the wedge. No residual catheter tubing attaches to the wedge. No catheter tubing was returned for evaluation. Catheter/adapter pull test performed on the 32 unused units: the specification is ¿ lsl 2.0lb. All units were acceptable per specification. Photo displayed the catheter tubing was missing from the catheter/adapter assembly. DHR was previously review for the lot number: 8026983; the lot number was built/packaged on afa line 11 from january 31, 2018 thru february 3, 2018. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed one non-related qn was initiated (leaking beyond the plug) that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Conclusion(s): indeterminate: separation is confirmed with the used adapter. The defect catheter broke/separated after placement could not be confirmed or replicated with the returned unused units. Per the event description: cannula broken inside vein. Catheter was placed in the vein for two days. Without having the catheter tubing to check for flare, it cannot be determined whether the manufacturing process contributed to the reported defect. If the unit is not flared completely, this will lower the pull force specification. There is a possibility of separation. There is currently a vision system at zone 1 which provides 100% inspection for correct flare length. The system is challenged every production shift and it is documented. Conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time the peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter separated from the hub resulting in the cannula remaining in the patients arm. Using an echodoppler the cannula could be visualized and remained inside the patient's arm (due to privacy the echodoppler report was not provided). There was no report of exposure.